Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 10pm on (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿98mg/dl¿ with the subject meter and ¿42mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It is not known what medication, if any, the patient takes to manage their diabetes, but the patient informed the cca that they did not take any medication after obtaining the subject meter result of ¿98mg/dl¿. The patient stated that one hour later they fell in to a ¿diabetic coma¿ and had to be given a glucagon emergency kit from their partner. The emergency medical services were not called, and no further treatment was documented. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.